Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6), 2026. The patient's blood glucose levels declined to an unspecified level while wearing the pod. The patient reported that they didn¿t recall the duration of pod use. Symptoms reported include loss of consciousness. The patient could not recall the precise treatment they received to bring their glucose levels back up. The patient did not recall the date of discharge, stating that they remained in the hospital a couple of days. Additional information was requested but not available. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.